Manufacturer narrative:
On (B)(6) 2021, phillips received a call from a subcontractor's engineer asking "is it possible that alarms are not coming to the central station?" A philips remote service engineer (rse) obtained a photo of the pic ix system screens and checked the event log remotely. Based on the information received, the rse concluded that the pressure alarm has been triggered, but the ECG alarm had not been triggered at the central station. The patient was transferred to the intensive care unit. Further review by the rse revealed that the user on the mp80 monitor had turned off the ECG / arrhythmia alarm. (B)(6) 2021 01: 39: 45,4.2, ECG / arrhythmia alarms off, r6-mon02, (B)(6) 2021 01: 39: 42,4.2, pulse - alarm. ECG / arrhythm. Off, r6-mon02, the ECG alarms being turned off was noticed after a yellow alarm for a drop non-invasive blood pressure (nibp) at 13:31. The devices involved were tested, and all were found to be okay. There was no product malfunction; this is considered a user issue, as the ECG alarms had been turned off at the bedside monitor. No further investigation or action is warranted at this time.

Event description:
It was reported that critical ECG alarms didn't come from a beside monitor (intellivue mp80) to the philips information center ix (pic ix). The patient had to be taken to the intensive care unit.